Event description:
Renu had a promotion last year to try out their new solution. I believe it was the renu moisture loc solution. Early part of 2005, I actually went in their website to get three free trial bottle offer. I used it. But after 2 days, I had eye infection. My eyes were teary, red, and with frequent yellowish discharge. I stopped using it after 2 days. It so happneed that I still had antibiotic eye drops medication. I went ahead and used it for 5 days. My eye infection went away immediately. I just never had that kind of eye infection after trying out a new contact lenses solution. I wear focus day and night soft contact lenses that are changed every month. I take them out at night. I was not immunocompromised when I had that eye infection. I used bausch and lomb contact lenses cleaner before but never had eye infection until I tried this renu moisture loc solution. I had my yearly eye check up on 06/06 and my cornea is fine.